Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was receiving the ¿replace generator soon" message. It was confirmed that the ipg battery voltage is below 2.73v surgical intervention is anticipated to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced. Surgical intervention resolved the issue.